Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine. The indication for use was spinal pain. On (B)(6) 2016 an alarm was heard, and the personal therapy manager (ptm) displayed code. The patient was in a lot of pain. The patient was due for a refill. The refill date on the ptm was (B)(6) 2016, but the clinic didn't schedule the refill until (B)(6) 2016. A refill was not missed. The consumer was going to follow up with the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.